Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned. There is no indication of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A zoll distributor reported that a (B)(4) female patient had developed a skin irritation underneath the front therapy electrode. The irritation caused the patient's skin to bleed. The patient discontinued use of the lifevest. The patient's outcome is unk.